Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a revision procedure where the lead and burr hole cover were replaced. The physician assessed the original lead placement was not in an optimal location for good therapeutic results as the patient was not experiencing the tremor benefit as was expected. The patient was doing well post operatively. The explanted lead and burr hole cover were retained by the facility and were not returned to bsc.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-lead fixation: upn: m365db4600c0 model: db-4600c serial: null batch: 25076118.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a revision procedure where the lead and burr hole cover were replaced. The physician assessed the original lead placement was not in an optimal location for good therapeutic results as the patient was not experiencing the tremor benefit as was expected. The patient was doing well post operatively. The explanted lead and burr hole cover were retained by the facility and were not returned to bsc.